Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01415a000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01415a000 and met acceptance criteria. A study was reviewed performance characteristics of six intact parathyroid hormone assays sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
An error was identified on oct 22, 2015. Incorrectly referenced the calibrator list and lot and not the reagents. This information has been corrected. There was no change to the event, problem or investigation outcome.

Event description:
The customer observed a falsely elevated ipth results on the architect i1000sr analyzer when compared to another method. (B)(6). The customer's normal range on the eclia are 15 to 65 pg/ml, and architect normal range is less then 68.3 pg /ml. There was no impact to patient management reported.